Manufacturer narrative:
(B)(4). Prior to death, the pt was hospitalized on an unspecified date in (B)(6) 2013. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not returned , therefore, a device analysis cannot be completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There is insufficient information to determine device causality for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. On an unspecified date three months prior to death, the pt was hospitalized for an unspecified indication. The pt remained hospitalized until the time of death. It was not reported whether the pt was connected to the hc at the time of death. Additional information was requested but is not available.